Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the procedure started without complications. During the resection of the bladder, the instrument could not conduct energy, so the instrument was retrieved and inspected, to find the cable exposed out of the pulley. The decision was made to change the instrument for patient¿s safety. The procedure ended without delay or complications the procedure was completed with no reported injury.